Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) "sucks". The patient was experiencing loss of therapy where a couple days a week she had to wear a diaper and then it got worse over time. The patient also reported the ins site was really hurting and she was getting cramped up on that side and cannot move the leg on that side. The patient met with manufacturer representative and he tried to reset it, checked the patient programmer (pp) and then checked the ins using his clinician programmer and palpated the ins site and told the patient that the "implant was broken" and she needed to have a pocket revision. The patient appointment was set up for (B)(6) 2015 for the revision and needed to get in touch with representative to be present at the appointment. The patient stated that she has gained 50 pounds and was on a "thousand different medications". The reported change in therapy/symptoms had been reported as gradual. It was later noted that the they had lost of connection with the ins . A flexible cyst-copy was performed and a pocket revision performed and ins changed. It was later clarified that the representative met this patient on (B)(6) at her work. The patient called representative and asked if representative could see her because she was having problems with her ins. The representative met with patient at that time and her issue was that she has lost significant amount of weight, her pocket was too big making it very difficult get a reading even with the clinician programmer. The representative told her she probably need a pocket revision and that she should contact her doctor. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.